Manufacturer narrative:
Zimmer biomet complaint: (B)(4)

Event description:
It was reported that the screw fractured inside the implant. The implant had to be removed from site 19.

Manufacturer narrative:
One unknown screw was returned along with the associated implant. Visual evaluation of the as returned products identified a fractured screw inside the implant as well as dried blood and bone around the implant and debris within the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.